Manufacturer narrative:
(B)(4).baxter received and evaluated the device. The reported symptom of intermittent audio was confirmed and experienced during evaluation as a no audio condition. The cause was found to be a failed speaker.the rear case which contains the speaker was replaced.(B)(4)

Event description:
It was reported that a spectrum pump had intermittent audio. It was also reported there was no patient injury.